Event description:
Cystoscopy with botox injection was being performed by dr. [Name redacted]. In the middle of the procedure the image became pixelated and went black. Dr. [Name redacted] had to remove the scope out of the patient and reinsert a new one to finish the procedure.